Manufacturer narrative:
H4: additional information: in initial report, the manufacturer date was not available. The manufacturing date is 12/19/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device manufacture date was not available at the time of this report. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with blurry vision in both eyes (ou) due to accommodative spasms, post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision at distance resulting in migraines and is unable to go to work. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2020. Right eye pre-op 20/20 3.75 x -.75 x 174. Left eye pre-op 20/20 5.00 x -1.75 x 2. Bcva from (B)(6) 2020. Right eye post-op 20/20 -.25 x -.25 x 176. Left eye post-op 20/20 -.25 x -1.00 x 147.